Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for evaluation. It was noted that the unit powered on with the amber fault light illuminated and the event logs showed instances of a low laser battery voltage. Additionally, communication could not be established with the polaris spectra system control unit (scu) of the navigation system as a firmware update was started but did not achieve completion. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the reference laser for the navigation system camera was not operating at start up of the navigation system. There was no patient present when this issue was identified. No additional information was provided.